Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay on (B)(6) 2025 with an unknown sample. Confirmation pcr testing (platform unknown) was performed with an unknown sample type, on an unknown date, and generated a negative result. The patient was diagnosed with covid-19 infection in (B)(6) 2025. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m963981 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/ lot 000m963981, test base part number 192-430/ lot 000m963981. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m963981 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay on (B)(6) 2025 with an unknown sample. Confirmation pcr testing (platform unknown) was performed with an unknown sample type, on an unknown date, and generated a negative result. The patient was diagnosed with covid-19 infection in (B)(6) 2025. Although requested, no additional patient information, including treatment and outcome, was provided.